Event description:
It was reported that pump displayed malfunction alarm code 12, and customer contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction alarm appeared again.